Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. There has been no report of patient involvement.

Manufacturer narrative:
Other, device evaluation: one device was returned for investigation. Visual inspection noted: device received in poor condition. Front cover missing paint in spots and scratched up, line cord discolored, reflux plug damaged, pole clamp discolored, quick connect corroded, water tank cover cracked on 3 corners, led display shattered, and the enclosure has multiple nicks and scratches. Functional testing found water started leaking from the water tank. The complaint was confirmed. Root cause was attributed to a cracked water tank cover. This was suspected to be from impact damage to the device, but that could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.